Event description:
The PICC line was leaking.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rewb1113 showed one other similar product complaint(s) from this lot number.